Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it alarmed to unload the IV set when no IV set was loaded. There was no pt involvement.